Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "double capsule deformity with small seroma around a macrotextured implant." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold, wear abrasion and weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "double capsule deformity with small seroma around a macrotextured implant." The device has been explanted.